Event description:
The patient came to the cath lab after arriving in the emergency room complaining of breathing. The patient coded while in the emergency room and was brought to the cath lab intubated with respiratory therapy accompanying the patient. The doctor had given the cvl staff a heads up that he wanted to insert a balloon pump in the patient so the balloon pump (curly, number (B)(4)) was setup with pressure bag, saline and tubing to connect to the balloon catheter once it was inserted. When the patient arrived and after access was achieved in the left common femoral artery, a maquet/datascope mega 8fr 50cc balloon catheter was prepared to be inserted. After the patient was properly prepped, draped and multiple vascular access sheaths were inserted, the physician placed the mega 8.5fr sheath after exchanging it for the previously inserted 7fr arterial sheath. Upon introducing the balloon catheter into the 8.5fr mega sheath, the physician commented on the difficulty of traversing the sheath. After moving the balloon into position in the descending thoracic aorta just inferior to the left subclavian artery (as visualized under fluoroscopy), the balloon pump (number 3859) was started but after a couple of cycles returned an error message indicating that the pump was unable to autofill the balloon. All connections were checked and none found to be faulty. Attempt made to withdraw blood through the catheter but was unable to get any blood return, so the first mega 50cc balloon was removed. The balloon was flushed afterwards outside the body and a clot was ejected from the lumen of the balloon. We tried to withdraw blood through the 8.5fr sheath and also were unable to get blood return. The physician exchanged the failed balloon for another 8fr mega 50cc balloon kit. The doctor exchanged sheaths with the 8.5 sheath from the second iab kit, the scrub technician prepped the second balloon normally (pulled back 30ml of air and flushed the lumen) then the physician inserted the balloon into the patient to the correct location as evidenced by fluoroscopy. Again, the physician commented on how advancing the balloon through the sheath was difficult. The balloon also didn't respond to the autofill so we switched out to the other balloon pump ("larry" number 3414) and again tried to work the autofill. We then encountered an error message indicating a leak was detected. All connections along the tubing were checked with no fault found. The balloon was visualized under fluoroscopy and it appeared to be improperly filling. The second mega balloon was then removed, and the 8.5fr sheath was removed and exchanged for a 9fr x 10cm cordis avanti sheath. A new maquet 40cc balloon was inserted and properly positioned in the descending thoracic aorta. This time all worked as expected with the balloon pump providing support to the patient allowing us to attempt to balloon the patient's cardiac vessels.

Manufacturer narrative:
"Difficult/unable to inflate iab." "Alarms 'auto fill failure.'" "Alarms 'leak in iab circuit.'" Product condition received: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. No blood was found inside the catheter. The sheath was not returned. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. Conclusion: the reported problems could not be duplicated during testing. A review of the device history does not indicate any lot specific issues. (B)(4).